Manufacturer narrative:
E1: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage event on 26-may-2024. Infusion set has been used for 1 day. No further information available.